Event description:
The customer stated the device has artifact in the ECG waveform. No pt involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was duplicated and caused by the ECG connector that indicates wear over time. Due to the wear on the connector, when the cable is manipulated, artifact can be generated. Replacement of the connector resolved the issue. Upon completion of repairs, the device passed released testing and was returned to the customer.